Event description:
It was reported the patient did not charge the ipg as directed resulting in the ipg becoming inoperable. As result, surgical intervention may occur on a later date to address the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.